Manufacturer narrative:
D2b pro code (product code): dqy, lit. G4 premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 10 atmospheres for 5 seconds. The device was removed without any problems, and the procedure was completed with a different device. There was no patient complications noted as a result of this event, and the patient was in good condition after the procedure.